Event description:
Japan agent alliance registry: it was reported that a dissection occurred. The 85% stenosed target lesion was located in the non-tortuous and severely calcified lesion. On (B)(6) 2024, staged percutaneous coronary intervention (pci) was performed. A rotablator was used as a preprocedural, and a type a dissection occurred. A non-boston scientific (non-bsc) atherectomy system used to complete the preprocedural. After the preprocedural, a non-bsc drug-coated balloon (dcb) device was used to complete the procedure. Two days later, the patient was discharged.